Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False positive result (s). I've been using this brand since january as it is easy to take. However . I've been testing positive for the last consecutive seven months! I've asked all of my doctors, none of whom have heard of this. I called the cdc, again, no knowledge of lengthy positives ( was told by one doc that I'm only carrying the protein, not ill, not contagious). Because I am immunocompromised , I've been rather upset about this. My insurance provided another brand. I tested negative. I will be retesting, for accuracy. If I am still positive, I'll change my rating. If I've been worried and spent tons of money on restesting, then we've got a problem. Class action lawsuit anyone?